Event description:
Report received from USA stating the sleeve unscrews from the drill while in use during surgery. No injury or medical intervention occurred. It is unk if surgical delay occurred. There is no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).